Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Date of death is unknown. This report is for an unknown biomaterial - cement: vertecem/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra): spine tango implant report ¿ vertecem taken between (B)(6) 2024, for a total of 1209 patients (1314 procedures; 401 males and 913 females). The mean age was 75.5 years. The following complications by country were reported as follows: switzerland (n=354) intraoperative general complications: (n=2) anaesthesiological (n=2) cardiovascular (n=1) death (n=2) other (n=1) pulmonary postoperative general complications (before discharge): (n=11) cardiovascular (n=3) death (n=8) other (n=10) pulmonary (n=5) cerebral (n=12) kidney / urinary (n=4) liver / gi (n=1) thromboembolism intraoperative surgical complications: (n=41) dural lesion (n=3) fracture vertebral structures (n=3) nerve root damage (n=24) other postoperative surgical complications (before discharge): (n=8) other (n=1) csf leak / pseudomeningocele (n=1) epidural hematoma (n=1) implant failure (n=5) motor dysfunction (n=1) other hematoma (n=2) radiculopathy (n=3) sensory dysfunction (n=2) wound infection deep (n=1) wound infection superficial surgery follow-up complications - early (< 28 days): (n=6) adjac. Segment pathology (n=1) bowel/ bladder dysfunction (n=2) csf leak/ pseudomeningocele (n= 3) epidural hematoma (n=8) fracture vertebral structures (n=1) implant failure (n=1) instability (n=5) motor dysfunction (n=8) other (n=1) recurrence of symptoms (n=3) sensory dysfunction (n=1) wound infection deep (n=2) wound infection superficial surgery follow-up complications - sub-acute (2-6 months): (n=8) adjac. Segment pathology (n=1) csf leak/ pseudomeningocele (n=1) extravertebral hematoma (n=11) fracture vertebral structures (n=2) graft complication (n=5) implant failure (n=1) instability (n=4) other (n=1) recurrence of symptoms (n=1) sensory dysfunction (n=1) wound infection deep (n=1) wound infection superficial surgery follow-up complications - late (> 6 months) (n=1) csf leak/ pseudomeningocele (n=1) decompensation of spine (n=3) implant failure (n=1) non-union (n=1) other reoperation at any level due to: (n=5) instability (n=10) neurocompression (n=6) postoperative infection deep (n=6) hardware removal (n=3) non-union (n=4) implant malposition (n=6) adjacent segment pathology (n=6) failure to reach therapeutic goals (n=2) implant failure (n=1) wound healing problem (n=1) postoperative infection superficial (n=10) other (n=49) unknown reoperation at adjacent level due to: (n=3) instability (n=8) neurocompression (n=3) postoperative infection deep (n=1) hardware removal (n=2) non-union (n=3) implant malposition (n=3) adjacent segment pathology (n=3) failure to reach therapeutic goals (n=1) postoperative infection superficial (n=3) other (n=15) unknown reoperation at same level due to: (n=2) instability (n=7) neurocompression (n=4) postoperative infection deep (n=3) hardware removal (n=2) non-union (n=3) implant malposition (n=3) adjacent segment pathology (n=5) failure to reach therapeutic goals (n=1) postoperative infection superficial (n=6) other (n=5) unknown belgium (n=4) postoperative general complications (before discharge): (n=1) other postoperative surgical complications (before discharge): (n=1) motor dysfunction reoperations at any level due to: (n=1) implant malposition (n=1) implant failure reoperations at adjacent level due to: (n=1) implant malposition (n=1) implant failure this is for unknown depuy synthes spine vertecem.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.